Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted 50 (mg/dl). The customer ate a snack. It was reported that the low bg may have been attributed to the customer being active and doing yard work, however the customer was uncertain. It was indicated that the customer had manual injections available for alternate insulin therapy.